Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported there was a red rash around the pump site for two years. The patient complained of burning, stinging and itching at the pump site. The pump was explanted on the day of report. A specimen of tissue (internal) from around the pump site was sent for pathology. The pump system was delivering dilaudid. Patient¿s status at the time of report was ¿alive no injury.¿ additional information received, logs showed that a motor stall occurred on (B)(6) 2013 at 10:59 and recovered on (B)(6) 2014 at 11:20. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)